Event description:
It was reported that the customer experienced elevated blood glucose levels (454 mg/dl). Reportedly, the customer forgot to deliver a bolus for breakfast. Customer delivered a 5 unit bolus to stabilize blood glucose levels.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental form will be submitted.